Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation as it was scrapped at the hospital. Reported event was confirmed through review of the provided radiographs. No DHR review could be performed as the lot number was not provided. Risk management file review was deemed appropriate. Root cause was unable to be determined.

Event description:
It has been reported that during a medial epicondyle reduction of an elbow fracture, the threaded tip of a guide wire fractured. The fractured portion of the guide wire remains in the patient's bone. The case was able to be completed with successful fixation. No adverse events have been reported as a result of the malfunction.